Event description:
A complaint was reported regarding a patient, who was burnt while charging. The patient elected to have the precision system explanted. The physician advised to treat the burn with a topical ointment.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.